Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found no failure. Physio upgraded the device software and confirmed proper device operation thought functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unknown.

Event description:
It was reported that the device would intermittently fail to power on battery source. The device worked on ac source. There was no patient use involved with reported issue.